Event description:
The doctor indicated that this abutment screw fractured several months post restoration.

Manufacturer narrative:
The visual inspection confirmed that the threads have fractured and the hex have been damaged on this abutment screw. No lot or order number provided. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.